Manufacturer narrative:
Qn#(B)(4). New information received indicates that this event is non-reportable, thus, the initial MDR submitted on 09/09/2020 was sent in error.

Manufacturer narrative:
(B)(4). Potential lot# - 71f20c0736.

Event description:
Customer reported that "puncture needle was leaking at the cone".